Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a clogged nozzle. The therapeutic gastrosurgical fistula exchange was completed using the subject device without any delays. There was no report of user or patient harm associated with this event. During incoming inspection, there was a foreign object in the nozzle, due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was a foreign object inside the nozzle. In addition to evaluation in b5: due to deformation of up/down knob; water tightness was lost. Due to wear of angle wire; bending angle in up direction did not meet the standard value. Due to wear of angle wire; the play of up/down knob was out of the standard value. The switch button 1 had a scratch, the up/down knob had a scratch, the lock engagement knob had a scratch, the lock engagement lever had a scratch,the connecting tube had a dent, connecting tube had a scratch, the connecting tube had a wrinkle, the protector of universal cord on control section side had a scratch, the scope connector cover unit had a scratch, the right/left knob had a scratch, the switch box had a scratch. Due to dirt on objective lens; there was a lack of image on the monitor. The scope cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, grip had a scratch, the control unit had discoloration, the control unit had a scratch. Due to clogging of nozzle; air supply volume did not meet the standard value. Due to clogging of nozzle; water supply volume did not meet the standard value. Due to clogging of nozzle; water removal ability did not meet the standard value. Reprocessing of subject device: the customer was able to clean, disinfect, and sterilize the subject device prior to sending it to olympus. User facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in a detergent solution. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There were no problems with reprocessing after inspection and oer5 (endoscope reprocessor). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle since the reprocessing was deviated from the instruction manual. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.